Manufacturer narrative:
This supplemental report is being submitted to provide the investigation result. We would like to assure you that haemonetics is committed to using this information for the purpose of trending product quality and to identify appropriate opportunities for improvement. The report detailing the circumstances of the referenced product incident has been received at one of our complaint investigation sites. Device history record (DHR) was reviewed, and the lot was manufactured according to approved procedures, meeting all specifications for release without any noted manufacturing deviations that could have contributed to the reported incident. A complaint trend analysis was performed on the reported defect and no spike has been identified in the last 3 months nor adverse trend identified in the last 12 months. Without a sample or photos for evaluation, it is not possible to determine whether there was a manufacturing defect related to the device, and thus, a root cause cannot be determined.

Manufacturer narrative:
The vascade mvp xl device will not be returned for evaluation, as it was discarded by the user facility. The user facility reported that the disc was inspected prior to use no anomalies were reported. The cause of the reported event cannot be determined. The instruction manual vascade mvp® xl femoral vein puncture hemostasis device (vvcs) 10-12f (for vein) states that bleeding from the puncture site is a complication that may occur and may be related to the procedure or the vascular closure.

Event description:
The patient underwent an amulet implantation and atrial fibrillation (a-fib) ablation procedure utilizing two vascade mvp devices. The treating physician reported that heparin was during the procedure. Femoral venous access was obtained using one 12f sheath, which was closed with vascade xl device, and one 10f and one 8f sheath, both closed with vascade mvp devices. Initial device deployment was successful, and complete hemostasis was achieved. At approximately 1:00 pm, a small amount of tract oozing was noted at the access site. The dressing was changed, and the patient subsequently ambulated without further bleeding. Later, while preparing for discharge and standing again, the patient experienced a significant re-bleed at the access site. Nursing staff applied manual compression for approximately 15-20 minutes, after which hemostasis was re-established. Given the re-bleeding event, the patient was admitted for overnight observation. The vascade mvp devices will not be returned for evaluation, as the user facility has discarded them. The user facility reported that the disc was inspected prior to use no anomalies were reported. The cause of the reported event cannot be determined. This report 2 of 2.